Event description:
A customer reported the cassette continuously primed and would not go to the test cycle. This event occurred during setup with no patient involvement. Additional information was requested, but none has been received to date.

Manufacturer narrative:
A sample is expected to return for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).